Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving li oresal (650mcg/day, 2000mcg/ml) via an implantable infusion pump for the treatment of intractable spasticity and stroke. The patient had medical history of quadriplegic. It was reported that the patient had fever, a uti and stated that there was something wrong with the pump on (B)(6) 2018. The patient felt terrible and the pump pocket was red and warm. The pump and catheter was replaced and relocated on (B)(6) 2018. Pump dosage was not changed at time of the replacement. Back table prime and catheter volume prime was performed along with pump rinse at procedure. The hcp reported on (B)(6) 2018 that the patient had bilateral deep vein thrombosis and had requested a cervical MRI before his discharge from the hospital. The issue was not resolved and patient status was alive with no injury at the time of the report. Additional information was received from the healthcare provider (hcp) via the representative. MRI was completed at the night of (B)(6) 2018 and motor stall recovery occurred from MRI at 21:43. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via representative indicated that the motor stall occurred from 21:03 to 21:43. No further complication was reported.